Event description:
It was reported that during a medical procedure on (B)(6) 2024, when the subject guidewire positioned in the m2 and m3 segments to support the placement of a non- stryker stent for intracranial stenosis treatment, resistance was encountered due to carotid and siphon twist and the subject guidewire climbs easily. The stent had difficulty advancing along the subject guidewire, leading to blockage. The subject guidewire subsequently broke approximately 2 cm below the floppy part at the point where the stent has blocked. The proximal part of the subject guidewire remained in the siphon, causing occlusions in the m1, m2, and m3 segments, while the distal part was retrieved with a lasso in the m4 segment. The patient experienced hemiplegia. No additional information is available.

Manufacturer narrative:
A2 age at time of event - age units - added a3 a gender - added b3 event date - updated h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated section d catalog#, lot#, product long description, and gtin# - corrected f10 / h6 health impact code grid - health effect - impact code - updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be broken/fractured approx. 204 cm from the proximal end. The distal section of the wire was not returned. The guidewire (ptfe) polytetrafluoroethylene was seen to be peeling approx., 10 cm from the proximal end. There were no other anomalies noted. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'guidewire distal tip broken/fractured during use' was confirmed during analysis and is indicative of the reported 'guidewire friction'. The reported 'patient neurological deficit' could not be replicated as the event is procedure/patient related. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during placement of the guidewire and stent in the carotid siphon, the end of the guidewire broke off. Recovery of the guide took around 3 hours, considerably extending the total operating time (7 hours versus 1.5 hours under normal circumstances). This incident caused neurological problems for the patient, who on 03/10/24 was monoplegic in the upper limb. Carotid and syphon twisted but the guide climbs easily. Cardio stent (orsiro) who has difficulty getting on the guide because of the twists. Blocking of the stent on the guide and then breakage of the guide where the stent has blocked. Proximal part of the guide in the syphon and then the distal part. Proximal part in the syphon then occlusion m3, m2 and m1. Distal part caught with a lasso in m4. Hemiplegic patient. Additional information received from the physician indicates that there was difficulty catheterizing and pronounced tortuosity, there was friction/resistance during the procedure especially at syphon level, the problem was identified when the stent was inserted, blockage in the syphon upstream of the ophthalmic valve. Remove the stent and observe the guidewire breakage. During analysis the distal tip was confirmed to be broken/fractured and there was some peeling noted to the ptfe coating. The reported event can be confirmed based on the analysis results. Based on a review of all available information and analysis of the returned device it is probable that the friction and subsequent guidewire fracture occurred due to interaction of the orsiro stent when advanced through the tortuous carotid syphon. It was stated that the guidewire was advanced without difficulty. An assignable cause of caused by other will be assigned to the reported and analyzed 'guidewire distal tip broken/fractured during use' and to the reported 'patient neurological deficit' and 'guidewire friction', as the investigation indicates another product/drug/subsequent procedure caused the issue event. The damage noted to the ptfe coating is indicative of backloading of the guidewire through the introducer. An assignable cause of handling damage will be assigned to the analyzed 'guidewire ptfe coating peeling.

Event description:
It was reported that during a medical procedure on (B)(6) 2024, when the subject guidewire positioned in the m2 and m3 segments to support the placement of a non- stryker stent for intracranial stenosis treatment, resistance was encountered due to carotid and siphon twist and the subject guidewire climbs easily. The stent had difficulty advancing along the subject guidewire, leading to blockage. The subject guidewire subsequently broke approximately 2 cm below the floppy part at the point where the stent has blocked. The proximal part of the subject guidewire remained in the siphon, causing occlusions in the m1, m2, and m3 segments, while the distal part was retrieved with a lasso in the m4 segment. The patient experienced hemiplegia. No additional information is available.